Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the inverter board. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. A known good inverter board was installed and the display became fully operational. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis nurse (pdrn) reported that a liberty select cycler would not power up. There was no patient involved. The machine would not power up, the screen was blank, there was no sound when ok/stop buttons were pressed, and there was no light on the cycler buttons. There was no power outage or outlet issue. The nurse was instructed to discontinue use of the cycler. In a follow up with the pdrn, it was verified that there were no adverse events or medical intervention required as a result of the reported event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Corrected information.

Event description:
A peritoneal dialysis nurse (pdrn) reported that the user facility's liberty select cycler would not power up. There was no patient involved.